Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: possible product use that was incongruent with the IFU as assessed by the pre implant angiogram were: the right iliac artery blood lumen was estimated to be > 2.3 diameter); and, the left iliac artery was estimated to have a greater than ninety degree angulation with evidence of a high grade stenosis across the left aorto-iliac junction which might have been indicative of focal stenosis less than 10 mm. The diameter of the right iliac artery might have contributed to this complaint. The complete component separation was substantiated; there was adequate overlap of both stents immediately post implant. There was substantiated evidence of three distinct type ii endoleaks immediately post implant (left mid-and distal lateral-, and right distal-aorta) at the event angiogram. A manufacturing record review was performed. The lot met all release criteria with no related ncmrs. The lot usage history shows that one other unit from this lot has been involved in a similar complaint at this time, but no device issue has been identified. The product fmeas were reviewed and confirmed that the risk has been accurately captured. The product labeling has been reviewed and it is confirmed that the reported event is adequately described in the existing labeling. Based on the investigation information, a root cause could not definitely be determined, but the patient anatomy was difficult and there was off-label use of the device, which was the likely cause. No device issue was identified in the investigation.

Event description:
It was reported that a day after post implant of a bifurcated device, infrarenal aortic extension and two limb extensions an endoleak was identified. Reportedly, a x-ray was taken the next day of implant and displayed a separation between the components. The physician chose to reline the bifurcated device with a competitors limb extension and sealed the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.